Manufacturer narrative:
Physio-control, inc. Continues to investigate the reported event. Awaiting return of the device for eval.

Event description:
It was reported that the device was displaying a service icon. There was no pt use associated with the reported event.